Event description:
Pt underwent fees, septoplasty, rhinoplasty. They experienced nausea, vomiting and on day 3 they evidenced a rash on their face. Despite concerns, the ent dr felt it was an allergic reaction to the tape via phone conversation despite reporter feeling pt should have been seen. However, by the next morning the rash had grown and reddened. Pt had some fever. Reporter called the pediatrician who immediately had them seen by the ent. Pt was admitted to children's hosp for IV antibiotics. After 2 days on clindamycin the rash had not improved but had not spread further. Pt was seen on a pass at the dr's office for removal of the splints. Within 5 minutes of leaving the office pt collapsed on the street and required treatment by the emt. Pt was brought back to the hosp where they continued on IV protocol and fluids. The next day a PICC line was inserted and remained in for 6 more days followed by 3 weeks of oral antibiotics. The gelfoam was never removed until pt's 2 week post op visit despite the fact pt had been seen at time of removal of the splints and again by the ent 4 days later due to continued complaints of facial pain and pressure. Therefore the gelfoam remained in their nasal cavity for 2 weeks post op.